Manufacturer narrative:
The needle was discarded by the user and could not be investigated. Galil medical is aware of the potential for intermittent disconnections within the needles that can cause muscle or nerve twitching. The overall risk to a patient of an intermittent disconnection in a cryoablation needle has been evaluated to be very low. This case was completed with no patient injury.

Event description:
During a renal cryoablation procedure, two iceforce and one icepearl needles were used. The patient was under conscious sedation. During mid active thaw cycle, the physician stopped the procedure as the patient started to feel a strange pulsating sensation (muscle spasm). They proceeded with the freeze cycle and the procedure was completed without any patient injury.